Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 07-aug-2018 with the following findings: the pump¿s history showed that there was an ezcarb combo bolus cancelled due to the pump being powered off. The recorded total daily doses of insulin added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was exercised for 24 hours at a 2.0 hour basal rate and the pump was found to be recording the basal rate accurately. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose between 20mmol/l and 27.7mmol/l, with polydipisia, and extreme drowsiness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump basal rate was adjusted by the patient¿s healthcare provider after the blood glucose excursion occurred. The patient alleged the pump did not work correctly for the past year. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.